Event description:
Advocate stated his mother received a blood glucose reading of 134mg/dl on the contour next at 8:45am. She felt disoriented and the paramedics were called. They ran a blood test on their meter with a reading of 40mg/dl. The contour next read 164mg/dl. She was given oral glucose and 3 glucose injections. She was later retested on the paramedics' meter and the reading was 100mg/dl. The difference between the readings fall in the "d" zone of the consensus error grid, making the difference clinically significant. Strips were not expected to be returned. Strip information was not provided. Product was not replaced.